Manufacturer narrative:
Ortho performed batch review, donor history and complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Unable to perform retain testing since customer reported event on 15oct2019 and lot vss121 expired on 08oct2019. Mxp2177551 , qerts# 4x58821

Event description:
Customer reported a false negative result for a patient antibody screen performed on ortho vision with 0.8% surgiscreen, lot# vss121 exp 08oct2019, and anti-igg gel cards. Issue occurred on (B)(6) 2019. On 12oct2019, customer received a request for a possible delayed transfusion reaction investigation for the patient. Patient had no antibody history. Patient received a transfusion on 15sep2019 for one unit of red cells. Patient is b positive. On 12oct2019, customer performed an antibody screen with a new specimen and a new lot of 0.8% surgiscreen, that yielded 1+ positive grade with cell 1. Customer then repeated testing with the previous specimen from 06oct2019 and another lot and a 1+ positive reaction was obtained with a new lot of 0.8% surgiscreen cell 1 (same lot of anti-igg gel cards). Customer performed antibody identification with vra337, exp 22oct2019, and anti-kell was identified. Clinical history: patient's diagnosis: not provided. Patient with no previous history of antibody. Transfusion history: last transfused compatible rbcs (B)(6) 2019 - 1 unit red cells. (B)(6) 2019 transfused 2 compatible red cell units. (B)(6) 2019 transfused 1 compatible red cell unit. Other relevant information: customer testing with igg gel card lot, 031819001-09 exp 17jan2020. Customer also reports that she tested manually in gel with a new lot of 0.8% surgiscreen - cell 1 was 1+ positive reaction with previous and new specimen. Customer then tested with 0.8% resolve panel a, vra337. The k+ panel cells reacted. Customer was able to identify an anti-kell. Tsc verified that issue is isolated to one patient. Customer will send images of testing e-conn. Tsc will pull information from e-connect. Customer provided an update on 15oct2019 - customer performed antibody identification with the patient sample received 06oct2019 and the 0.8% resolve panel a, vra237, and they only obtained a 1+ reaction on cell 3, nonspecific reaction. They did not identify an antibody on the 06oct2019 specimen with this lot.